Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm while trying to bolus. The customer's blood glucose level was 366 mg/dl at the time of the issue, and 107 mg/dl at the time of call. The customer stated that the cause of the high blood glucose levels were due to stress and being sick. The customer stated the alarm was cleared by a complete set change. The customer was unable to troubleshoot. The customer requested to return the set and reservoir for analysis.